Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tube"), pregnancy with contraceptive device ("pregnancy with essure"), appendicitis ("acute appendicitis"), the second episode of haematochezia ("she had blood in stool"), the first episode of haematemesis ("vomiting with blood"), psychotic disorder ("psychotic episode / transient acute psychotic disorder"), pain in extremity ("leg pain"), the third episode of abdominal pain lower ("lower belly pain"), vascular operation ("vascular surgery through embolization of left ovarian v "), the first episode of haematochezia ("fresh blood in stools"), rectal haemorrhage ("rectal bleeding without hemodynamic repercussion"), the second episode of haematemesis ("vomiting with blood after diclofenac intake"), mental disorder ("psychiatric hospitalization"), peripheral venous disease ("chronic venous insufficiency") and bipolar disorder ("bipolar disorder/ mixed episode") in a female patient who had essure (batch no. 721045) inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "lode / device failure / permeability of the fallopian tubes". The patient's past medical history included varicose veins of legs in pregnancy and the puerperium, puerperal fever, mastitis, varicose veins of legs in pregnancy and the puerperium, multigravida and parity 2. Previously administered products included for an unreported indication: unspecified contraceptives during 5 years. Concurrent conditions included vulvovaginal disorder nos (deliver complication due to vaginal fold), drug allergy and smoker. Concomitant products included diclofenac and ibuprofen (espidifen). On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced procedural pain ("the insertion was painful"). On (B)(6) 2010, the patient experienced the first episode of abdominal pain lower ("pain in left iliac fossa / frequent prick in the left side of lower abdomen"). In 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced incision site inflammation ("inflammation and redness of suprapubic injury"). In 2013, the patient experienced the first episode of abdominal pain ("pain") and incision site erythema ("inflammation and redness of suprapubic injury"). On (B)(6) 2013, the patient experienced the first episode of haematochezia (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced rectal haemorrhage (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced vulvovaginal pain ("vaginal pain"). In (B)(6) 2014, the patient experienced insomnia ("decrease in hours of sleep") and loss of personal independence in daily activities ("it was difficult to maintain her daily functions"). In 2015, the patient experienced the first episode of affect lability ("emotional decompensation / unmotivated laughter"), irritability ("irritability"), depressed mood ("low mood"), the second episode of affect lability ("emotional lability"), disturbance in attention ("attention-concentration failures") and the first episode of depression ("depressive disorder"). On (B)(6) 2016, the patient experienced the second episode of depression ("depression"). In (B)(6) 2017, the patient experienced mental disorder (seriousness criterion hospitalization). In 2017, the patient experienced muscle contracture ("cervical contracture") and bipolar disorder (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), appendicitis (seriousness criterion medically significant), dyspareunia ("pain during sexual intercourse / abdominal pain during sexual intercourse/ dyspareunia"), vulvovaginal dryness ("possible vaginal dryness"), dysmenorrhoea ("her menstrual period become worse / unbearable pain during menstruation / pain during menstruation"), abdominal distension ("the belly was swollen (more than usual)"), mood altered ("her mood changed (she felt upset about all)"), nausea ("nausea"), vomiting ("vomiting"), fatigue ("tiredness"), somnolence ("drowsiness"), the first episode of varicose vein ("varicose veins / varicose veins grown in size"), the second episode of abdominal pain ("abdominal pains"), the second episode of abdominal pain lower ("the pregnancy was very painful, especially the lower abdomen "), the first episode of back pain ("back pain"), headache ("unbearable headaches"), the second episode of varicose vein ("varicose veins on legs and genitalia"), abdominal pain upper ("stomachache"), stress ("stress"), the first episode of anxiety ("anxiety"), the second episode of haematochezia (seriousness criterion medically significant), the first episode of haematemesis (seriousness criterion medically significant), haemorrhoids ("slight hemorrhoid"), psychotic disorder (seriousness criterion hospitalization), pain in extremity (seriousness criterion hospitalization), the third episode of abdominal pain lower (seriousness criterion hospitalization), vascular operation (seriousness criterion medically significant), the second episode of anxiety ("anxiety / excessive concern for news"), the second episode of haematemesis (seriousness criterion medically significant), respiratory tract infection ("respiratory infection"), drug eruption ("erythematous lesions after espidifen intake"), pruritus allergic ("intense pruritus after espidifen intake"), paraesthesia ("sensations of paresthesia in the legs after essure inserion"), dysgeusia ("metallic taste"), the first episode of eye pruritus ("intense pruritus / oculonasal symptoms consisting of oculonasal pruritus"), erythema ("erythema with costume jewelry"), sneezing ("sneezing"), conjunctival hyperaemia ("conjunctival hyperemia"), lacrimation increased ("lacrimation"), oral pruritus ("otic and palatal itching"), the second episode of eye pruritus ("otic and palatal itching"), rhinorrhoea ("aqueous rhinorrhea"), nasal congestion ("nasal congestion"), food allergy ("allergy tests positive to olive"), seasonal allergy ("allergy tests positive and arizonica pollen"), allergy to metals ("allergy to cobalt chloride, silver nitrate"), conjunctivitis allergic ("perennial rhinoconjunctivitis with pollen sensitization"), peripheral venous disease (seriousness criterion medically significant), neck pain ("mechanical cervicodorsalgia"), the second episode of back pain ("mechanical cervicodorsalgia"), galactorrhoea ("galactorrhea"), abdominal discomfort ("unspecified discomfort in hypogastrium"), dyspepsia ("mild functional dyspepsia"), iron deficiency anaemia ("iron deficiency anemia"), uterine disorder ("uterine horn with small lesion hyperrefrigent"), dyschezia ("pain during defecation"), genital pain ("intimate pain, pain related to the varicose vein") and nasal pruritus ("intense pruritus / oculonasal symptoms consisting of oculonasal pruritus"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (essure removal was on (B)(6) 2016) and surgery ("appendicicis" removal). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, procedural pain, appendicitis, dyspareunia, vulvovaginal dryness, dysmenorrhoea, abdominal distension, mood altered, nausea, vomiting, fatigue, somnolence, the last episode of abdominal pain, headache, the last episode of varicose vein, abdominal pain upper, stress, the last episode of haematochezia, haemorrhoids, psychotic disorder, pain in extremity, the last episode of abdominal pain lower, vascular operation, incision site inflammation, rectal haemorrhage, insomnia, loss of personal independence in daily activities, irritability, the last episode of affect lability, disturbance in attention, the last episode of haematemesis, respiratory tract infection, drug eruption, pruritus allergic, paraesthesia, dysgeusia, erythema, sneezing, conjunctival hyperaemia, oral pruritus, the last episode of eye pruritus, rhinorrhoea, nasal congestion, food allergy, seasonal allergy, the last episode of depression, allergy to metals, conjunctivitis allergic, muscle contracture, peripheral venous disease, neck pain, the last episode of back pain, galactorrhoea, bipolar disorder, iron deficiency anaemia, uterine disorder, genital pain, incision site erythema and nasal pruritus outcome was unknown and the pregnancy with contraceptive device had resolved. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal discomfort, abdominal distension, abdominal pain upper, allergy to metals, appendicitis, bipolar disorder, conjunctival hyperaemia, conjunctivitis allergic, depressed mood, disturbance in attention, drug eruption, dyschezia, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, erythema, fallopian tube perforation, fatigue, food allergy, galactorrhoea, genital pain, haemorrhoids, headache, incision site erythema, incision site inflammation, insomnia, iron deficiency anaemia, irritability, lacrimation increased, loss of personal independence in daily activities, mental disorder, mood altered, muscle contracture, nasal congestion, nasal pruritus, nausea, neck pain, oral pruritus, pain in extremity, paraesthesia, peripheral venous disease, pregnancy with contraceptive device, procedural pain, pruritus allergic, psychotic disorder, rectal haemorrhage, respiratory tract infection, rhinorrhoea, seasonal allergy, sneezing, somnolence, stress, uterine disorder, vascular operation, vomiting, vulvovaginal dryness, vulvovaginal pain, the first episode of abdominal pain, the first episode of abdominal pain lower, the first episode of affect lability, the first episode of anxiety, the first episode of back pain, the first episode of depression, the first episode of eye pruritus, the first episode of haematemesis, the first episode of haematochezia, the first episode of varicose vein, the second episode of abdominal pain, the second episode of abdominal pain lower, the second episode of affect lability, the second episode of anxiety, the second episode of back pain, the second episode of depression, the second episode of eye pruritus, the second episode of haematemesis, the second episode of haematochezia, the second episode of varicose vein and the third episode of abdominal pain lower to be related to essure. The reporter commented: laparoscopy performed on (B)(6) 2013 for fallopian ligation. Patient requested essure removal . As reason was not clearly reported it was interpreted fallopian tube perforation (incident event). Essure removal was on (B)(6) 2016 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: fallopian tube perforation allergy tests positive to olive and arizonica pollen. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tube"), pregnancy with contraceptive device ("pregnancy with essure"), appendicitis ("acute appendicitis"), the second episode of haematochezia ("she had blood in stool"), the first episode of haematemesis ("vomiting with blood"), acute psychosis ("psychotic episode / transient acute psychotic disorder"), pain in extremity ("leg pain"), the third episode of abdominal pain lower ("lower belly pain"), therapeutic embolisation ("vascular surgery through embolization of left ovarian v "), the first episode of haematochezia ("fresh blood in stools"), rectal haemorrhage ("rectal bleeding without hemodynamic repercussion"), the second episode of haematemesis ("vomiting with blood after diclofenac intake"), mental disorder ("psychiatric hospitalization"), peripheral venous disease ("chronic venous insufficiency") and bipolar I disorder ("bipolar disorder/ mixed episode") in a female patient who had essure (batch no. 721045) inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "lode / device failure / permeability of the fallopian tubes". The patient's past medical history included varicose veins of legs in pregnancy and the puerperium, puerperal fever, mastitis, varicose veins of legs in pregnancy and the puerperium, multigravida and parity 2. Previously administered products included for an unreported indication: unspecified contraceptives during 5 years. Concurrent conditions included vulvovaginal disorder (deliver complication due to vaginal fold), allergic reaction to analgesics and smoker. Concomitant products included diclofenac and ibuprofen (espidifen). On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced procedural pain ("the insertion was painful"). On (B)(6) 2010, the patient experienced the first episode of abdominal pain lower ("pain in left iliac fossa / frequent prick in the left side of lower abdomen"). In 2012, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced incision site inflammation ("inflammation and redness of suprapubic injury"). In 2013, the patient experienced the first episode of abdominal pain ("pain") and incision site erythema ("inflammation and redness of suprapubic injury"). On (B)(6) 2013, the patient experienced the first episode of haematochezia (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced rectal haemorrhage (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced vulvovaginal pain ("vaginal pain"). In (B)(6) 2014, the patient experienced insomnia ("decrease in hours of sleep") and loss of personal independence in daily activities ("it was difficult to maintain her daily functions"). In 2015, the patient experienced inappropriate affect ("emotional decompensation / unmotivated laughter"), irritability ("irritability"), the first episode of depressed mood ("low mood"), affect lability ("emotional lability"), disturbance in attention ("attention-concentration failures") and the first episode of depression ("depressive disorder"). On (B)(6) 2016, the patient experienced the second episode of depression ("depression"). In (B)(6) 2017, the patient experienced mental disorder (seriousness criterion hospitalization). In 2017, the patient experienced muscle contracture ("cervical contracture") and bipolar I disorder (seriousness criterion medically significant). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), appendicitis (seriousness criterion medically significant), dyspareunia ("pain during sexual intercourse / abdominal pain during sexual intercourse/ dyspareunia"), vulvovaginal dryness ("possible vaginal dryness"), dysmenorrhoea ("her menstrual period become worse / unbearable pain during menstruation / pain during menstruation"), abdominal distension ("the belly was swollen (more than usual)"), the second episode of depressed mood ("her mood changed (she felt upset about all)"), nausea ("nausea"), vomiting ("vomiting"), fatigue ("tiredness"), somnolence ("drowsiness"), the first episode of varicose vein ("varicose veins / varicose veins grown in size"), the second episode of abdominal pain ("abdominal pains"), the second episode of abdominal pain lower ("the pregnancy was very painful, especially the lower abdomen "), the first episode of back pain ("back pain"), headache ("unbearable headaches"), the second episode of varicose vein ("varicose veins on legs and genitalia"), abdominal pain upper ("stomachache"), stress ("stress"), the first episode of anxiety ("anxiety"), the second episode of haematochezia (seriousness criterion medically significant), the first episode of haematemesis (seriousness criterion medically significant), haemorrhoids ("slight hemorrhoid"), acute psychosis (seriousness criterion hospitalization), pain in extremity (seriousness criterion hospitalization), the third episode of abdominal pain lower (seriousness criterion hospitalization), therapeutic embolisation (seriousness criterion medically significant), the second episode of anxiety ("anxiety / excessive concern for news"), the second episode of haematemesis (seriousness criterion medically significant), respiratory tract infection ("respiratory infection"), erythema ("erythematous lesions after espidifen intake"), pruritus ("intense pruritus after espidifen intake"), paraesthesia ("sensations of paresthesia in the legs after essure insertion"), dysgeusia ("metallic taste"), eye pruritus ("intense pruritus / oculonasal symptoms consisting of oculonasal pruritus"), dermatitis contact ("erythema with costume jewelry"), sneezing ("sneezing"), conjunctival hyperaemia ("conjunctival hyperemia"), lacrimation increased ("lacrimation"), oral pruritus ("otic and palatal itching"), ear pruritus ("otic and palatal itching"), rhinorrhoea ("aqueous rhinorrhea"), nasal congestion ("nasal congestion"), food allergy ("allergy tests positive to olive"), the first episode of seasonal allergy ("allergy tests positive and arizonica pollen"), allergy to metals ("allergy to cobalt chloride, silver nitrate"), the second episode of seasonal allergy ("perennial rhinoconjunctivitis with pollen sensitization"), peripheral venous disease (seriousness criterion medically significant), neck pain ("mechanical cervicodorsalgia"), the second episode of back pain ("mechanical cervicodorsalgia"), galactorrhoea ("galactorrhea"), abdominal discomfort ("unspecified discomfort in hypogastrium"), dyspepsia ("mild functional dyspepsia"), iron deficiency anaemia ("iron deficiency anemia"), uterine disorder ("uterine horn with small lesion hyperrefrigent"), dyschezia ("pain during defecation"), genital pain ("intimate pain, pain related to the varicose vein") and nasal pruritus ("intense pruritus / oculonasal symptoms consisting of oculonasal pruritus"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (essure removal was on (B)(6) 2016) and surgery (appendicitis removal). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, procedural pain, appendicitis, dyspareunia, vulvovaginal dryness, dysmenorrhoea, abdominal distension, the last episode of depressed mood, nausea, vomiting, fatigue, somnolence, the last episode of abdominal pain, headache, the last episode of varicose vein, abdominal pain upper, stress, the last episode of haematochezia, haemorrhoids, acute psychosis, pain in extremity, the last episode of abdominal pain lower, therapeutic embolisation, incision site inflammation, rectal haemorrhage, insomnia, loss of personal independence in daily activities, inappropriate affect, irritability, affect lability, disturbance in attention, the last episode of haematemesis, respiratory tract infection, erythema, pruritus, paraesthesia, dysgeusia, eye pruritus, dermatitis contact, sneezing, conjunctival hyperaemia, oral pruritus, ear pruritus, rhinorrhoea, nasal congestion, food allergy, the last episode of depression, allergy to metals, the last episode of seasonal allergy, muscle contracture, peripheral venous disease, neck pain, the last episode of back pain, galactorrhoea, bipolar I disorder, iron deficiency anaemia, uterine disorder, genital pain, incision site erythema and nasal pruritus outcome was unknown and the pregnancy with contraceptive device had resolved. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal discomfort, abdominal distension, abdominal pain upper, acute psychosis, affect lability, allergy to metals, appendicitis, bipolar I disorder, conjunctival hyperaemia, dermatitis contact, disturbance in attention, dyschezia, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, ear pruritus, erythema, eye pruritus, fallopian tube perforation, fatigue, food allergy, galactorrhoea, genital pain, haemorrhoids, headache, inappropriate affect, incision site erythema, incision site inflammation, insomnia, iron deficiency anaemia, irritability, lacrimation increased, loss of personal independence in daily activities, mental disorder, muscle contracture, nasal congestion, nasal pruritus, nausea, neck pain, oral pruritus, pain in extremity, paraesthesia, peripheral venous disease, pregnancy with contraceptive device, procedural pain, pruritus, rectal haemorrhage, respiratory tract infection, rhinorrhoea, sneezing, somnolence, stress, therapeutic embolisation, uterine disorder, vomiting, vulvovaginal dryness, vulvovaginal pain, the first episode of abdominal pain, the first episode of abdominal pain lower, the first episode of anxiety, the first episode of back pain, the first episode of depressed mood, the first episode of depression, the first episode of haematemesis, the first episode of haematochezia, the first episode of seasonal allergy, the first episode of varicose vein, the second episode of abdominal pain, the second episode of abdominal pain lower, the second episode of anxiety, the second episode of back pain, the second episode of depressed mood, the second episode of depression, the second episode of haematemesis, the second episode of haematochezia, the second episode of seasonal allergy, the second episode of varicose vein and the third episode of abdominal pain lower to be related to essure. The reporter commented: laparoscopy performed on (B)(6) 2013 for fallopian ligation. Patient requested essure removal . As reason was not clearly reported it was interpreted fallopian tube perforation (incident event). Essure removal was on (B)(6) 2016 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: fallopian tube perforation allergy tests positive to olive and arizonica pollen quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2018: quality safety evaluation for ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tube'), device breakage ('travelling parts of the broken product inside the body'), acute psychosis ('psychotic episode / transient acute psychotic disorder'), pain in extremity ('leg pain'), psychiatric disorder nos ('psychiatric hospitalization'), multiple episodes of abdominal pain ('abdominal pains/serious abdominal pain', 'pain') and multiple episodes of abdominal pain lower ('the pregnancy was very painful, especially the lower abdomen ', 'lower belly pain') in a female patient who had essure (batch no. 721045) inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "lode / device failure / permeability of the fallopian tubes". The patient's medical history included varicose veins of legs in pregnancy and the puerperium, puerperal fever, mastitis, varicose veins of legs in pregnancy and the puerperium, multigravida and parity 2. Previously administered products included for an unreported indication: unspecified contraceptives during 5 years. Concurrent conditions included vulvovaginal disorder (deliver complication due to vaginal fold), allergic reaction to analgesics and smoker. Concomitant products included diclofenac and ibuprofen arginine (espidifen). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced procedural pain ("the insertion was painful"). On (B)(6) 2010, the patient experienced left lower quadrant pain ("pain in left iliac fossa / frequent prick in the left side of lower abdomen"). In 2012, the patient was found to have a pregnancy with contraceptive device ("pregnancy with essure"). In (B)(6) 2013, the patient experienced incision site inflammation ("inflammation and redness of suprapubic injury"). In 2013, the patient experienced the first episode of abdominal pain ("pain") and incision site erythema ("inflammation and redness of suprapubic injury"). On (B)(6) 2013, the patient experienced the first episode of haematochezia ("fresh blood in stools"). In (B)(6) 2013, the patient experienced rectal haemorrhage ("rectal bleeding without hemodynamic repercussion"). On (B)(6) 2014, the patient experienced vulvovaginal pain ("vaginal pain"). In (B)(6) 2014, the patient experienced insomnia ("decrease in hours of sleep") and loss of personal independence in daily activities ("it was difficult to maintain her daily functions"). In 2015, the patient experienced inappropriate affect ("emotional decompensation / unmotivated laughter"), irritability ("irritability"), low mood ("low mood"), affect lability ("emotional lability"), disturbance in attention ("attention-concentration failures") and depressive disorder ("depressive disorder"). On (B)(6) 2016, the patient experienced depression ("depression"). In (B)(6) 2017, the patient experienced psychiatric disorder nos (seriousness criterion hospitalization). In 2017, the patient experienced bipolar I disorder ("bipolar disorder/ mixed episode") and muscle contracture ("cervical contracture"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), the second episode of abdominal pain (seriousness criterion medically significant), appendicitis ("acute appendicitis"), emesis bloody ("vomiting with blood"), the second episode of haematochezia ("she had blood in stool"), acute psychosis (seriousness criterion hospitalization), pain in extremity (seriousness criterion hospitalization), the first episode of abdominal pain lower (seriousness criterion hospitalization), peripheral venous disease ("chronic venous insufficiency"), vomiting blood ("vomiting with blood after diclofenac intake"), dyspareunia ("pain during sexual intercourse / abdominal pain during sexual intercourse/ dyspareunia"), vulvovaginal dryness ("possible vaginal dryness"), dysmenorrhoea ("her menstrual period become worse / unbearable pain during menstruation / pain during menstruation"), abdominal distension ("the belly was swollen (more than usual)"), feeling sad ("her mood changed (she felt upset about all)"), vomiting ("vomiting"), nausea ("nauseas"), fatigue ("tiredness"), somnolence ("drowsiness"), varicose vein ("varicose veins / varicose veins grown in size"), the second episode of abdominal pain lower ("the pregnancy was very painful, especially the lower abdomen "), the first episode of back pain ("back pain"), headache ("unbearable headaches"), antepartum varicose veins of legs ("varicose veins on legs and genitalia"), abdominal pain upper ("stomachache"), stress ("stress"), the first episode of anxiety ("anxiety"), haemorrhoids ("slight hemorrhoid"), the second episode of anxiety ("anxiety / excessive concern for news"), respiratory tract infection ("respiratory infection"), erythema ("erythematous lesions after espidifen intake"), pruritus ("intense pruritus after espidifen intake"), paraesthesia ("sensations of paresthesia in the legs after essure inserion"), dysgeusia ("metallic taste"), eye pruritus ("intense pruritus / oculonasal symptoms consisting of oculonasal pruritus"), dermatitis contact ("erythema with costume jewelry"), sneezing ("sneezing"), conjunctival hyperaemia ("conjunctival hyperemia"), lacrimation increased ("lacrimation"), oral pruritus ("otic and palatal itching"), ear pruritus ("otic and palatal itching"), rhinorrhoea ("aqueous rhinorrhea"), nasal congestion ("nasal congestion"), food allergy ("allergy tests positive to olive"), pollen allergy ("allergy tests positive and arizonica pollen"), allergy to metals ("allergy to cobalt chloride, silver nitrate"), seasonal conjunctivitis ("perennial rhinoconjunctivitis with pollen sensitization"), neck pain ("mechanical cervicodorsalgia"), dorsalgia ("mechanical cervicodorsalgia"), galactorrhoea ("galactorrhea"), abdominal discomfort ("unspecified discomfort in hypogastrium"), dyspepsia ("mild functional dyspepsia"), iron deficiency anaemia ("iron deficiency anemia"), uterine disorder ("uterine horn with small lesion hyperrefrigent"), dyschezia ("pain during defecation"), genital pain ("intimate pain, pain related to the varicose vein"), nasal pruritus ("intense pruritus / oculonasal symptoms consisting of oculonasal pruritus"), psychological disorder nos ("psychological problems"), heavy menstrual bleeding ("heavy bleeding during periods"), the second episode of back pain ("back ache") and hypersensitivity ("allergy") and underwent therapeutic embolisation ("vascular surgery through embolization of left ovarian v"). The patient was treated with surgery (essure removal was on (B)(6) 2016 and appendicicis removal). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, the last episode of abdominal pain, appendicitis, emesis bloody, rectal haemorrhage, the last episode of haematochezia, acute psychosis, pain in extremity, left lower quadrant pain, therapeutic embolisation, bipolar I disorder, peripheral venous disease, vomiting blood, procedural pain, dyspareunia, vulvovaginal dryness, dysmenorrhoea, abdominal distension, feeling sad, vomiting, nausea, fatigue, somnolence, varicose vein, the last episode of abdominal pain lower, headache, antepartum varicose veins of legs, abdominal pain upper, stress, haemorrhoids, incision site inflammation, insomnia, loss of personal independence in daily activities, inappropriate affect, irritability, affect lability, disturbance in attention, depressive disorder, respiratory tract infection, erythema, pruritus, paraesthesia, dysgeusia, eye pruritus, dermatitis contact, sneezing, conjunctival hyperaemia, oral pruritus, ear pruritus, rhinorrhoea, nasal congestion, food allergy, pollen allergy, depression, allergy to metals, seasonal conjunctivitis, muscle contracture, neck pain, dorsalgia, galactorrhoea, iron deficiency anaemia, uterine disorder, genital pain, incision site erythema, nasal pruritus, psychological disorder nos, heavy menstrual bleeding, the last episode of back pain and hypersensitivity outcome was unknown and the pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal discomfort, abdominal distension, abdominal pain upper, acute psychosis, affect lability, allergy to metals, appendicitis, bipolar I disorder, conjunctival hyperaemia, depressive disorder, dermatitis contact, device breakage, disturbance in attention, dyschezia, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, ear pruritus, emesis bloody, erythema, eye pruritus, fallopian tube perforation, fatigue, food allergy, galactorrhoea, genital pain, haemorrhoids, headache, heavy menstrual bleeding, hypersensitivity, inappropriate affect, incision site erythema, incision site inflammation, insomnia, iron deficiency anaemia, irritability, lacrimation increased, left lower quadrant pain, loss of personal independence in daily activities, low mood, muscle contracture, nasal congestion, nasal pruritus, nausea, neck pain, oral pruritus, pain in extremity, paraesthesia, peripheral venous disease, pollen allergy, pregnancy with contraceptive device, procedural pain, pruritus, psychiatric disorder nos, rectal haemorrhage, respiratory tract infection, rhinorrhoea, sneezing, somnolence, stress, therapeutic embolisation, uterine disorder, varicose vein, vomiting, vulvovaginal dryness, vulvovaginal pain, the first episode of abdominal pain, the first episode of anxiety, the first episode of back pain, the first episode of haematochezia, antepartum varicose veins of legs, depression, dorsalgia, feeling sad, psychological disorder nos, seasonal conjunctivitis, vomiting blood, the first episode of abdominal pain lower, the second episode of abdominal pain, the second episode of anxiety, the second episode of haematochezia, the second episode of abdominal pain lower and the second episode of back pain to be related to essure. The reporter commented: laparoscopy performed on (B)(6) 2013 for fallopian ligation. Patient requested essure removal . As reason was not clearly reported it was interpreted fallopian tube perforation (incident event). Essure removal was on (B)(6) 2016. A lawyer with a summary case report (including this patient's events) requested a compensation for every patient for damages (chronic pelvic pain, abnormal uterine bleedings, dyspareunia (pain during sexual intercourse); important fluid retention in abdomen, chronic systemic reactions or immune responses to metal to the pet fibers imitating the symptoms and signs of rash; lupus, dementia, rheumatoid arthritis, syndrome of chronic fatigue; syndrome of sjogren and loss of sexual desire; hair loss, failure of device (correct implantation), leading to ectopic pregnancies, delivery with dead baby, induced abortions, early rupture of membranes, early delivery and fetal deaths; migration or expulsion of device, cavities, rupture of dental pieces, loss of teeth, endometriosis). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: fallopian tube perforation. Diagnostic results: allergy tests positive to olive and arizonica pollen. Lot number: 721045, manufacture date: 2010-03, and expiration date: 2013-03. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 10-dec-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tube'), device breakage ('travelling parts of the broken product inside the body'), acute psychosis ('psychotic episode / transient acute psychotic disorder'), pain in extremity ('leg pain'), psychiatric disorder nos ('psychiatric hospitalization'), multiple episodes of abdominal pain ('abdominal pains/serious abdominal pain', 'pain') and multiple episodes of abdominal pain lower ('the pregnancy was very painful, especially the lower abdomen ', 'lower belly pain') in a female patient who had essure (batch no. 721045) inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "lode / device failure / permeability of the fallopian tubes". The patient's medical history included varicose veins of legs in pregnancy and the puerperium, puerperal fever, mastitis, varicose veins of legs in pregnancy and the puerperium, multigravida and parity 2. Previously administered products included for an unreported indication: unspecified contraceptives during 5 years. Concurrent conditions included vulvovaginal disorder (deliver complication due to vaginal fold), allergic reaction to analgesics and smoker. Concomitant products included diclofenac and ibuprofen arginine (espidifen). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced procedural pain ("the insertion was painful"). On (B)(6) 2010, the patient experienced left lower quadrant pain ("pain in left iliac fossa / frequent prick in the left side of lower abdomen"). In 2012, the patient was found to have a pregnancy with contraceptive device ("pregnancy with essure"). In (B)(6) 2013, the patient experienced incision site inflammation ("inflammation and redness of suprapubic injury"). In 2013, the patient experienced the first episode of abdominal pain ("pain") and incision site erythema ("inflammation and redness of suprapubic injury"). On (B)(6) 2013, the patient experienced the first episode of haematochezia ("fresh blood in stools"). In (B)(6) 2013, the patient experienced rectal haemorrhage ("rectal bleeding without hemodynamic repercussion"). On (B)(6) 2014, the patient experienced vulvovaginal pain ("vaginal pain"). In (B)(6) 2014, the patient experienced insomnia ("decrease in hours of sleep") and loss of personal independence in daily activities ("it was difficult to maintain her daily functions"). In 2015, the patient experienced inappropriate affect ("emotional decompensation / unmotivated laughter"), irritability ("irritability"), low mood ("low mood"), affect lability ("emotional lability"), disturbance in attention ("attention-concentration failures") and depressive disorder ("depressive disorder"). On (B)(6) 2016, the patient experienced depression ("depression"). In (B)(6) 2017, the patient experienced psychiatric disorder nos (seriousness criterion hospitalization). In 2017, the patient experienced bipolar I disorder ("bipolar disorder/ mixed episode") and muscle contracture ("cervical contracture"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), the second episode of abdominal pain (seriousness criterion medically significant), appendicitis ("acute appendicitis"), emesis bloody ("vomiting with blood"), the second episode of haematochezia ("she had blood in stool"), acute psychosis (seriousness criterion hospitalization), pain in extremity (seriousness criterion hospitalization), the first episode of abdominal pain lower (seriousness criterion hospitalization), peripheral venous disease ("chronic venous insufficiency"), vomiting blood ("vomiting with blood after diclofenac intake"), dyspareunia ("pain during sexual intercourse / abdominal pain during sexual intercourse/ dyspareunia"), vulvovaginal dryness ("possible vaginal dryness"), dysmenorrhoea ("her menstrual period become worse / unbearable pain during menstruation / pain during menstruation"), abdominal distension ("the belly was swollen (more than usual)"), feeling sad ("her mood changed (she felt upset about all)"), vomiting ("vomiting"), nausea ("nauseas"), fatigue ("tiredness"), somnolence ("drowsiness"), varicose vein ("varicose veins / varicose veins grown in size"), the second episode of abdominal pain lower ("the pregnancy was very painful, especially the lower abdomen "), the first episode of back pain ("back pain"), headache ("unbearable headaches"), antepartum varicose veins of legs ("varicose veins on legs and genitalia"), abdominal pain upper ("stomachache"), stress ("stress"), the first episode of anxiety ("anxiety"), haemorrhoids ("slight hemorrhoid"), the second episode of anxiety ("anxiety / excessive concern for news"), respiratory tract infection ("respiratory infection"), erythema ("erythematous lesions after espidifen intake"), pruritus ("intense pruritus after espidifen intake"), paraesthesia ("sensations of paresthesia in the legs after essure inserion"), dysgeusia ("metallic taste"), eye pruritus ("intense pruritus / oculonasal symptoms consisting of oculonasal pruritus"), dermatitis contact ("erythema with costume jewelry"), sneezing ("sneezing"), conjunctival hyperaemia ("conjunctival hyperemia"), lacrimation increased ("lacrimation"), oral pruritus ("otic and palatal itching"), ear pruritus ("otic and palatal itching"), rhinorrhoea ("aqueous rhinorrhea"), nasal congestion ("nasal congestion"), food allergy ("allergy tests positive to olive"), pollen allergy ("allergy tests positive and arizonica pollen"), allergy to metals ("allergy to cobalt chloride, silver nitrate"), seasonal conjunctivitis ("perennial rhinoconjunctivitis with pollen sensitization"), neck pain ("mechanical cervicodorsalgia"), dorsalgia ("mechanical cervicodorsalgia"), galactorrhoea ("galactorrhea"), abdominal discomfort ("unspecified discomfort in hypogastrium"), dyspepsia ("mild functional dyspepsia"), iron deficiency anaemia ("iron deficiency anemia"), uterine disorder ("uterine horn with small lesion hyperrefrigent"), dyschezia ("pain during defecation"), genital pain ("intimate pain, pain related to the varicose vein"), nasal pruritus ("intense pruritus / oculonasal symptoms consisting of oculonasal pruritus"), psychological disorder nos ("psychological problems"), heavy menstrual bleeding ("heavy bleeding during periods"), the second episode of back pain ("back ache") and hypersensitivity ("allergy") and underwent therapeutic embolisation ("vascular surgery through embolization of left ovarian v"). The patient was treated with surgery (essure removal was on (B)(6) 2016 and appendicicis removal). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, the last episode of abdominal pain, appendicitis, emesis bloody, rectal haemorrhage, the last episode of haematochezia, acute psychosis, pain in extremity, left lower quadrant pain, therapeutic embolisation, bipolar I disorder, peripheral venous disease, vomiting blood, procedural pain, dyspareunia, vulvovaginal dryness, dysmenorrhoea, abdominal distension, feeling sad, vomiting, nausea, fatigue, somnolence, varicose vein, the last episode of abdominal pain lower, headache, antepartum varicose veins of legs, abdominal pain upper, stress, haemorrhoids, incision site inflammation, insomnia, loss of personal independence in daily activities, inappropriate affect, irritability, affect lability, disturbance in attention, depressive disorder, respiratory tract infection, erythema, pruritus, paraesthesia, dysgeusia, eye pruritus, dermatitis contact, sneezing, conjunctival hyperaemia, oral pruritus, ear pruritus, rhinorrhoea, nasal congestion, food allergy, pollen allergy, depression, allergy to metals, seasonal conjunctivitis, muscle contracture, neck pain, dorsalgia, galactorrhoea, iron deficiency anaemia, uterine disorder, genital pain, incision site erythema, nasal pruritus, psychological disorder nos, heavy menstrual bleeding, the last episode of back pain and hypersensitivity outcome was unknown and the pregnancy with contraceptive device had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal discomfort, abdominal distension, abdominal pain upper, acute psychosis, affect lability, allergy to metals, appendicitis, bipolar I disorder, conjunctival hyperaemia, depressive disorder, dermatitis contact, device breakage, disturbance in attention, dyschezia, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, ear pruritus, emesis bloody, erythema, eye pruritus, fallopian tube perforation, fatigue, food allergy, galactorrhoea, genital pain, haemorrhoids, headache, heavy menstrual bleeding, hypersensitivity, inappropriate affect, incision site erythema, incision site inflammation, insomnia, iron deficiency anaemia, irritability, lacrimation increased, left lower quadrant pain, loss of personal independence in daily activities, low mood, muscle contracture, nasal congestion, nasal pruritus, nausea, neck pain, oral pruritus, pain in extremity, paraesthesia, peripheral venous disease, pollen allergy, pregnancy with contraceptive device, procedural pain, pruritus, psychiatric disorder nos, rectal haemorrhage, respiratory tract infection, rhinorrhoea, sneezing, somnolence, stress, therapeutic embolisation, uterine disorder, varicose vein, vomiting, vulvovaginal dryness, vulvovaginal pain, the first episode of abdominal pain, the first episode of anxiety, the first episode of back pain, the first episode of haematochezia, antepartum varicose veins of legs, depression, dorsalgia, feeling sad, psychological disorder nos, seasonal conjunctivitis, vomiting blood, the first episode of abdominal pain lower, the second episode of abdominal pain, the second episode of anxiety, the second episode of haematochezia, the second episode of abdominal pain lower and the second episode of back pain to be related to essure. The reporter commented: laparoscopy performed on (B)(6) 2013 for fallopian ligation. Patient requested essure removal . As reason was not clearly reported it was interpreted fallopian tube perforation (incident event). Essure removal was on (B)(6) 2016. A lawyer with a summary case report (including this patient's events) requested a compensation for every patient for damages (chronic pelvic pain, abnormal uterine bleedings, dyspareunia (pain during sexual intercourse); important fluid retention in abdomen, chronic systemic reactions or immune responses to metal to the pet fibers imitating the symptoms and signs of rash; lupus, dementia, rheumatoid arthritis, syndrome of chronic fatigue; syndrome of sjogren and loss of sexual desire; hair loss, failure of device (correct implantation), leading to ectopic pregnancies, delivery with dead baby, induced abortions, early rupture of membranes, early delivery and fetal deaths; migration or expulsion of device, cavities, rupture of dental pieces, loss of teeth, endometriosis). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: fallopian tube perforation. Diagnostic results: allergy tests positive to olive and arizonica pollen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2021: reporter added, mental disorder , heavy menstrual bleeding, back ache, allergy nos, travelling parts of the broken product inside the body added as adverse event, serious abdominal pain updated to serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.